Event description:
New information received notes that intervention was unknown, no impact to device function was noted. The over-sensing could not be further specified and no information on patient condition was noted.

Event description:
It was reported that a patient presented with over-sensing noted on the patient's implantable cardioverter defibrillator and right ventricular lead. No information regarding intervention or adverse patient consequences were reported.